Event description:
Caller reported a cartridge alarm issue, which did not adversely impact the customer's blood glucose level. Despite assistance from technical support in loading a new cartridge, the cartridge alarm recurred, preventing the resumption of insulin therapy. As a result, technical support decided to replace the pump and instructed the caller to put the current pump in storage mode before returning it. A replacement pump was sent, and the caller was advised to program their settings and connect their cgm to the new pump. Additionally, the customer will use multiple daily injections (mdi) as a backup insulin delivery method.